Event description:
Vague event information provided by customer. Customer reported an over-infusion occurred on the medsurg unit. Biomed stated their internal investigation determined an incorrect rate was programmed by the user. No report of patient harm and no medical intervention required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available is included. Unable to determine the cause of the customer's report of an over infusion. Biomed states their internal investigation determined an incorrect rate was programmed by the user. Product will not be returned. Customer stated no serial numbers were recorded and no devices or administration sets were requested.